Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event states "the first stapler he used did not fire any staples. The second stapler he attempted to use only partially fired a few staples.": could you please provide second stapler information (product code/lot#/batch#)? Could you please confirm the lot#/batch# for each device malfunction: 1st stapler (did not fire); 2nd stapler (partially fired)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
Mw # (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 2/11/2022. D4: batch # v95e43. Additional information was requested and the following was provided: event states "the first stapler he used did not fire any staples. The second stapler he attempted to use only partially fired a few staples.": 1. Could you please provide second stapler information (product code/lot#/batch#) 2. Could you please confirm the lot#/batch# for each device malfunction: 1st stapler (did not fire). 2nd stapler (partially fired). 3. Could you please clarify if there were any patient consequences? 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? I am sorry I do not have the information requested. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.